Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was shocked 17 times in one hour. The patient reported prior to shocks they had chest pain, and the shocks delivered caused excruciating pain. Additional information was requested but not provided. Due diligence has been completed. This ICD has subsequently been explanted following normal battery depletion. Another ICD was implanted to complete the procedure. This ICD is not expected to be returned at this time. No additional adverse patient effects were reported.